Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called because the customer had low blood glucose of 32 mg/dl which was treated by drinking juice and coke with glucose. Nothing further was reported.